Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the left ventricular - lv lead exhibited loss of capture. The lv lead was explanted and the patient was in stable condition throughout the procedure.